Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).

Event description:
Treatment of a dural avm (arteriovenous malformation) in the external carotid artery. During the onyx injection, it was reported that the catheter ruptured a few centimeters from the distal tip after approximately 20% of the embolization had been achieved and it was removed from the patient. The physician stated that a sudden increase in pressure was felt in the syringe and catheter prior to rupture. The catheter as flushed with dmso to confirm perforation. No patient injury was reported as a result of the procedure. Same event as MDR 2029214-2014-00167.